Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be a result of procedural conditions, as the steerable guide catheter crosses the septum to access the left atrium. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This event is filed for the atrial perforation. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr) of mr grade 4, underwent a mitraclip procedure. The first clip was implanted at the anterior 2/posterior 2 (a2/p2) leaflet, with no reduction in mr. A second clip was implanted medially to the first, but during implantation, a moderate shunt was noted coming from the atrial septum. This was evaluated as a possible tissue laceration caused by the steerable guide catheter (sgc). A third clip was implanted to reduce the mr; however, it was noted that a papillary muscle had partially ruptured, causing persistent severe mr. An attempt was made to implant a fourth clip; however, the clip was unable to grasp the leaflets to reduce the mr. The mitraclip procedure was aborted, with the post-procedure mr remaining at grade 4. No additional information was provided.